Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the idler pulley. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a wire broke on a fenestrated bipolar forceps (fbf) instrument and a fragment fell inside the patient. The fragment was retrieved during the same procedure. The procedure was completed. Robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fbf instrument was inspected prior to use, and no damage was noted. The surgeon did not notice any issues with the functionality of the instrument. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. There was no damage noted to the cannula. The fragment was retrieved with a laparoscopic grasper. It was confirmed that all fragments were retrieved. No additional surgical procedure was required to remove the fragment(s). There were no post-operative tests, such as extra time, performed to check for remaining fragments. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications. The fragment is not available before you turn. There are no photographic images or video recordings of the procedure available for review.